Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for further investigation.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant elecsys tsh (tsh) and elecsys ft4 iii (ft4 iii) results were identified between the customer's e801 module, the architect method and an e801 module used at the investigation site. This medwatch will cover tsh with material number 07028091190. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the tsh results with material 08443432190. No questionable results were reported outside of the laboratory. The serial number for the customer's e801 module was not provided. The e801 module used at the investigation site was (B)(4). The tsh reagent (material number 07028091190) used with the e801 module at the investigation site was 440688 with an expiration date of mar-2021.

Manufacturer narrative:
The sample was submitted for investigation. The investigation confirmed the presence of an interfering factor against the ruthenium conjugate. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The sample was also tested at the investigation site on an e411 analyzer (serial number (B)(6)) for tsh (reagent lot 455423, exp. Oct-2020): the result was 4.65 uiu/ml.